Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 06/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2016 with the following findings: during investigation, the keypad was found to be intact. During testing, the keypad buttons responded appropriately to button presses. The keypad was removed and there was no contamination or physical damage found to the button contacts. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately during testing. The complaint of unresponsive keypad buttons was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.